Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A manager reported that following an intraocular lens implant (iol) procedure, the patient was unable to adapt to the new lens. The iol was removed in a second procedure. Additional information has been requested.